Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv)- left bundle branch (lbb) lead exhibited loss of capture. It was also reported that the implantable pulse generator (ipg) delivered unsuccessful sequences of anti-tachycardia pacing (atp). The rv-lbb lead and ipg remain in use. No patient complications have been reported as a result of this event.